Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a haemostasis procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, the clip would not detach from the delivery system to complete deployment. The device grasped the tissue and the clip was removed by "gently pulling" without any further trauma to the site. Procedure completed with another of same resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. The device returned and was evaluated for the reported failure. A visual evaluation identified that the clip assembly was deployed inside the over sheath. According to the evaluator, the bushing was located inside the over sheath approximately 0.75" from the distal end." Further, the investigation determined that "the clips were locked in the capsule and the tension breaker was deformed." The clips were reported to be overlapped. The root cause of the reported failure is not known, however, "overlapping clips is indicative of the device having been inserted into a tortuous path."